Manufacturer narrative:
Batch review performed on 26 april 2024: lot 2339148: (B)(4) items manufactured and released on 05-dec-2023. Expiration date: 2028-nov-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation performed by clinical affairs department: revision 4 days after the primary tha surgery due to the increased postoperative length of the leg. This is not a defect the product implanted but a technical error during surgery. Additional details, batch review performed on 26 april 2024: ball heads: mectacer 01.29.205 biolox delta ceramic ball head 12/14 ø 32 size m 0 (k112115) lot. 2340135 lot 2340135: (B)(4) items manufactured and released on 02-nov-2023. Expiration date: 2028-oct-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Liner: cc e cc light 01.26.3239hct flat pe hc liner ø 32 / c (k120531) lot. 2303230 lot 2303230: (B)(4) items manufactured and released on 17-apr-2023. Expiration date: 2028-mar-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Cup: versafitcup cc trio 01.26.45.1146 acetabular shell cc trio no-hole ø46 (k122911) lot. 2216281 lot 2216281: (B)(4) items manufactured and released on 05-oct-2022. Expiration date: 2027-sep-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
Revision surgery performed 4 days after the primary surgery due to the increased postoperative length of the leg. A smaller sized cemented stem has been implanted with a double mobility system.